Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, stapler was in ¿green zone¿ with correct finger tight staple height selected and would not fire. Battery was removed and reinserted, stapler would not fire. New battery was inserted from another new stapler, green tick was illuminated, and stapler would not fire. Surgeon was asked if the anvil had been attached correctly and if orange mark could be seen. Surgeon commented that they had heard and felt anvil connect. A new stapler was connected to the existing anvil and fired correctly with complete donuts. The procedure was completed successfully but delayed by 15-minutes. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/02/2021. D4: batch # t5ey9e. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device still had staples and the green checkmark did not illuminate upon insertion of battery, confirming that the device was not fired. The device was test-fired with a new washer and test skin to verify the experience. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and met the form and release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.